Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump was empty. Per the reporter, the pump had been beeping for a couple of weeks and the patient did not let anyone know.